Manufacturer narrative:
During follow-up, the patient said she did not know the lot number of any of the f14nc product. She said she probably acquired the infection from re-use of the catheter due to not having enough units for her needs at the time. This is an off label use since the product is labeled as a single-use device, but the patient said she ran out of product before her order arrived.

Event description:
Intermittent catheter patient (user) reported she had a urinary tract infection (uti) within the last 12 months while using the f14nc catheter. During follow-up, the patient reported she acquired an infection on (B)(6) 2020. She was prescribed an antibiotic and fully recovered.